Manufacturer narrative:
The pump was received with an intermittent button response and a button error alarm due to the corroded keypad traces. The pump was received with cracked pump case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that he turned off the error but now the buttons don't work. Customer stated that he was working outside and the pump was in his pocket. Customer stated that it could have been leaning up against something. Customer took the battery out and put it back in but it did not solve the problem. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.